Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff claimed breakage/ expulsion: breakage'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted on date: (B)(6) 2007 results: bilateral occlusion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic/"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vag. Infect"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as reported in ppf, discrepancy noted). If no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: ppf received. Reporter's information was updated. Added event abdominal pain, dysmenorrhea (cramping), gen. Abnorm. Bleed, breakage, psych injury, migration, uti, vag. Infect. Patient note was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff claimed breakage/ expulsion: breakage / fracture'), device dislocation ('migration/migration of essure device location of device: pelvic area/failure to occlude (close) fallopian tube(s)/the left tubal occlusion device has presumably extrudeditself and lies within the pelvis. / essure not seen') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery ((B)(6) 2007.), irritable bowel syndrome, caesarean section, vaginitis and ovarian cyst. Essure confirmation test(s) conducted on date: (B)(6) 2007 results: bilateral occlusion. Concurrent conditions included obesity, hypertension, arthritis, vaginal yeast infection, flank pain, pyelonephritis, sepsis, kidney infection, pyrexia, leukocytosis, sirs, hypokalemia, tachycardia, dysfunctional uterine bleeding and irregular menstrual cycle. Concomitant products included duloxetine, hydrochlorothiazide, hyoscyamine, ibuprofen (motrin), lubiprostone (amitiza), meloxicam, mirtazapine, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and tolterodine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced vaginal infection ("vag. Infect"). On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced urinary tract infection ("uti/urinary infection"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic/"). The patient was treated with surgery (ablation and d&c). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as reported in ppf, discrepancy noted) if no removal planned, select reason(s): unable to afford surgery patient received treatment for pain, bleeding, fracture, migration. On (B)(6) 2007 patient undergo for essure confirmation test. Essure that was unsuccessful (patient states one coil can't be found and the other never closed.) Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: unilateral occlusion (right tube occluded).; on (B)(6) 2018: essure devices are noted in the pelvis. Findings: unsuccessful cannulation of the cervical canal beyond the internal os possibly due to adhesions / fibroids in the region of the internal cervical os. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and urinary tract infection, device dislocation. Lot number: 623648 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff claimed breakage/ expulsion: breakage / fracture'), device dislocation ('migration/migration of essure device location of device: pelvic area/failure to occlude (close) fallopian tube(s)/the left tubal occlusion device has presumably extrudeditself and lies within the pelvis. / essure not seen') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery ((B)(6) 2007.), irritable bowel syndrome, caesarean section, vaginitis and ovarian cyst. Essure confirmation test(s) conducted on date: (B)(6) 2007 results: bilateral occlusion. Concurrent conditions included obesity, hypertension, arthritis, vaginal yeast infection, flank pain, pyelonephritis, sepsis, kidney infection, pyrexia, leukocytosis, sirs, hypokalemia, tachycardia, dysfunctional uterine bleeding and irregular menstrual cycle. Concomitant products included duloxetine, hydrochlorothiazide, hyoscyamine, ibuprofen (motrin), lubiprostone (amitiza), meloxicam, mirtazapine, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and tolterodine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced vaginal infection ("vag. Infect"). On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced urinary tract infection ("uti/urinary infection"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic/"). The patient was treated with surgery (ablation and d&c). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as reported in ppf, discrepancy noted) if no removal planned, select reason(s): unable to afford surgery patient received treatment for pain, bleeding, fracture, migration. On (B)(6) 2007 patient undergo for essure confirmation test. Essure that was unsuccessful (patient states one coil can't be found and the other never closed.) Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: unilateral occlusion (right tube occluded).; on (B)(6) 2018: essure devices are noted in the pelvis. Findings: unsuccessful cannulation of the cervical canal beyond the internal os possibly due to adhesions / fibroids in the region of the internal cervical os.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and urinary tract infection, device dislocation. Lot number: 623648 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information , other relevant history , lab data added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff claimed breakage/ expulsion: breakage'), device dislocation ('migration/migration of essure device location of device: pelvic area/failure to occlude (close) fallopian tube(s)/the left tubal occlusion device has presumably extrudeditself and lies within the pelvis.') And genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery ((B)(6) 2007.), irritable bowel syndrome and caesarean section. Essure confirmation test(s) conducted on date: (B)(6) 2007 results: bilateral occlusion. Concurrent conditions included obesity, hypertension, arthritis, vaginal yeast infection, flank pain, pyelonephritis, sepsis, kidney infection, pyrexia, leukocytosis, sirs, hypokalemia, tachycardia, dysfunctional uterine bleeding and irregular menstrual cycle. Concomitant products included duloxetine, hydrochlorothiazide, hyoscyamine, ibuprofen (motrin), lubiprostone (amitiza), meloxicam, mirtazapine, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and tolterodine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced vaginal infection ("vag. Infect"). On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced urinary tract infection ("uti/urinary infection"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic/"). The patient was treated with surgery (ablation and d&c). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as reported in ppf, discrepancy noted) if no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: unilateral occlusion (right tube occluded).. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and urinary tract infection. Lot number: 623648 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff claimed breakage/ expulsion: breakage'), device dislocation ('migration/migration of essure device location of device: pelvic area/failure to occlude (close) fallopian tube(s)/the left tubal occlusion device has presumably extruded itself and lies within the pelvis.') And genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery ((B)(6) 2007.), irritable bowel syndrome and caesarean section. Essure confirmation test(s) conducted on date: (B)(6) 2007 results: bilateral occlusion. Concurrent conditions included obesity, hypertension, arthritis, vaginal yeast infection, flank pain, pyelonephritis, sepsis, kidney infection, pyrexia, leukocytosis, sirs, hypokalemia, tachycardia, dysfunctional uterine bleeding and irregular menstrual cycle. Concomitant products included duloxetine, hydrochlorothiazide, hyoscyamine, ibuprofen (motrin), lubiprostone (amitiza), meloxicam, mirtazapine, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and tolterodine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced vaginal infection ("vag. Infect"). On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced urinary tract infection ("uti/urinary infection"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic/"). The patient was treated with surgery (ablation and d&c). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as reported in ppf, discrepancy noted). If no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Essure lot number added. Implant date updated. Events added: abnormal bleeding (vaginal), menorrhagia, mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse) and weight gain. Event clubbed and pt term updated: psych injury/depression and migration/migration of essure device location of device: pelvic area/failure to occlude (close) fallopian tube(s). Medical history, concomitant and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.